Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Additionally physio observed that the front case was badly damaged and needed to be replaced. Physio replaced two ribbon cables, the front case, the frame shield, keypads, and corresponding components to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
Upon evaluation of the customer's device, physio-control observed that the device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.